Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Post-op computed tomography and still imaging has been received for further evaluation by a clinical specialist. Additional patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A follow-up report will be submitted upon completion of the clinical evaluation. H3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2022 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. The patient presented emergently on (B)(6) 2025 with pain. Computed tomography identified growing of the sac compared to the last computed tomography scan and an endoleak of indeterminate origin. During revision surgery on (B)(6) 2025 the indeterminate endoleak was confirmed to be a type iiib endoleak localized on the distal portion of afx2 bifurcated stent graft (close to the aortic bifurcation). The physician treated the patient with the implant of an afx2 bifurcated stent graft. The final patient status was reported to be okay.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve reported adverse event/incident-related medical records; however, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical imaging received by endologix found the aneurysm enlargement of 5.7 mm, type iiib endoleak of the distal main body and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment found reasonable evidence to suggest that there was a buckled/deformed area of the distal main body stent present that was not included in the event as reported. These findings were discovered during examination of still imaging dated 17 october 2025. The stent strut deformation/buckling is noted; however, the information available is insufficient to determine the specific cause of the buckling. The buckled strut in the distal main body most likely contributed to the defect in the graft material resulting in the type iiib endoleak. The clinical evaluation also found reasonable evidence to determine that a 25 mm afx vela suprarenal cuff was used with a 25 mm afx2 bifurcated stent graft. The IFU recommends that the proximal extension be one size larger than the main body to ensure adequate overlap and sealing. While this difference in sizing could be a contributing factor in the buckled stent, the information available is insufficient to conclusively determine causation. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as ok. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant test/lab data ¿ updated g3: awareness date ¿ updated h6: investigation type codes ¿ remove code 4118 h6: investigation finding codes ¿ remove code 3233 h6: investigation conclusion codes ¿ remove code 11.